Event description:
The patient was initially treated for an abdominal aortic aneurysm (aaa) with implant of the alto abdominal aortic aneurysm stent system. As a type ia endoleak was noted per final angiogram, the physician implanted a palmaz (non-endologix) stent, after which only a possible type ii endoleak (non-device-related) was observed. The procedure was therefore concluded. Approximately five (5) days post initial procedure, the patient presented at follow-up with a type ia endoleak per CT (computed tomography) scan. The physician elected to treat the patient by explanting the alto/ovation ix devices on (B)(6) 2023 . The patient is reportedly in stable condition. The explanted devices are not available for return/evaluation.

Manufacturer narrative:
The devices involved in this event will not be returned for evaluation. Patient medical records and imaging studies will be requested for further evaluation by a clinical specialist. If additional information pertinent to the incident is obtained, a follow-up report will be submitted. H3 other text : devices not returned

Manufacturer narrative:
The reported adverse event/incident was investigated in alignment with endologix operating procedures and work instructions. Where possible, it is endologix practice to make at least three good faith efforts to retrieve a reported adverse event/incident related device as well as medical records and medical imaging. An evaluation of the manufacturing record was completed. A review of the part number/lot number combination needed for device identification shows the device to have been properly manufactured and released in accordance with the device master record. The review confirms there were no manufacturing or processing non-conformities identified that would contribute to the reported adverse event/incident. An evaluation of the device could not be completed. The device was not returned to endologix for evaluation. A clinical evaluation of the adverse event/incident was completed. An examination of medical records and/or medical imaging received by endologix shows the reported alto, (non-device-related) type ii endoleak (of the lumbar artery), persistent type ia endoleak and surgical conversion (explant) are confirmed. This is consistent with the reported adverse event/incident. The type ii endoleak is anatomy-related. Device, user, procedure, or anatomy relatedness of the type ia endoleak could not be determined with the medical records available for review. Procedure-related harms include abnormal blood loss (2000 cc). The final patient status was reported as discharged home on postoperative day 12 in stable condition. No additional investigation of this reported adverse event/incident is planned. However, should additional information relevant to the investigation outcome become available, a follow-up report will be submitted. Endologix will continue to monitor this and similar adverse events/incidents. Corrections: g3 awareness date h6 investigation type codes; remove 4117 h6 investigation finding codes; remove 3233 h6 investigation conclusion codes; remove 11.